Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "sensor module failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. It iabp was tested to factory specifications. It functioned normally and was returned to the customer. The customer was advised to check connections and if the problem persisted, then the fiber optic module assembly should be replaced. Customer no further questions. (B)(4).